Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant high inr results for 1 patient tested with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. The patient tested on the meter with a result of 5.5 inr. The result from the laboratory was 3.7 inr. The patient's therapeutic range is 3 - 4 inr. There was no allegation that an adverse event occurred. The test strips were requested for investigation. The test strips were returned. The test strip vial and test strips showed no defects. The returned test strips were measured on reference meters with a high level control sample with a specified target range of 2.5-3.1. All inr values were within the specified target ranges; no error messages occurred. The returned material and retention material comply with the specification. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The following are results from the returned customer strips tested on a retention meter with retention qc controls. Testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.7 inr, qc 2: 2.8 inr, qc 3: 2.8 inr.